Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 19.4 mmol/l (349.2 mg/dl). The cannula reportedly retracted; indicating the needle mechanism did not function as intended. The pod was worn for between 1 and 4 hours.

Manufacturer narrative:
No damages or defects were observed that would result in the cannula retracting. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. The pod ran for 2494 pulses with no timeouts or drive stalls.